Event description:
In 2001, a user notified the melville, new york office of a problem encountered during user validation of the 5.2b patch to hemocare blood bank data management system version 5.2. The user reported that an expected warning did not display when an extended expiration date was entered into the system in one specific scenario. The investigation found that a created product's extended expiration date could be entered into hemocare and no warning be displayed to the user. Hemocare does not calculate the expiration date of products created in the unit modification function. It allows either a <cr> for the same expiration date as the original product or manual entry of the expiration date of a created product. Warnings are given if inappropriate expiration dates are entered. However, when a product is modified on its expiration day, no warning is given to the user when the user enters an expiration date of the next day and an expiration time that does not exceed the hours specified in the new products blood product code file maintenance.